Manufacturer narrative:
The insulin pump passed the displacement test, basic occlusion test, occlusion test, excessive no delivery alarm test and prime test. The motor passed the motor test and no motor error alarm was noted. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads, a cracked reservoir tube lip, a cracked reservoir tube and a cracked belt clip slot.

Event description:
It was reported that the insulin pump is alarming motor error during insulin bolus and basal delivery since four hours and cannot be cleared. Motor error alarm happened two times in the last 30 days. Absence of no delivery alarm assumed. Customer inserted set for three years at same site, abdomen. No bent cannula and no blood at site. Blood glucose is 500 mg/dl and was 120 mg/dl in the morning. Device cannot be rewound. Blood glucose went up to 535 mg/dl; treated with 6 unit insulin injection. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.